Event description:
As reported, the device was not working. Vague reporting received from contact.

Manufacturer narrative:
Internet e- mail communication difficulties with the korean rep (kcp medical products) prevented normal reporting and repair processes. Factory was initially contacted with device service request on 12/22/06. Factory was informed of device failing while in use on pt on 02/26/07. Factory received additional pt information on 03/05/07. Root cause was modification by customer to the device via a check o2 inlet connector that prevented proper venting of the device upon shutdown which did not allow internal components to return to a safe starting "home" position. Original configuration o2 inlet connector installed and customer informed via follow-up letter. Also provided to customer related recall information for c/rrn 1821850-08/04/06-001-c pertaining to proper shut down procedure.